Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left circumflex artery. A 10mm x 3.50mm wolverine cutting balloon was used for a percutaneous coronary intervention. During the procedure, the balloon ruptured between 6atm and 12 atm. The device was removed without problem using the normal method. The procedure was completed with another of the same device. There were no patient complications, and the condition of the patient post procedure was good.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.